Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
The patient was hospitalized with high blood glucose values because the needle was bent. Device not available for return.